Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) check patient line alarm. The technical service representative (tsr) had the nurse (rn) close the transfer set and check the patient line. The rn stated she found an air space in the patient line. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is not available at this time and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm during the initial drain stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed. The assignable cause for the reported problem was undetermined.